Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported during june (unknown year) the alleged issue first began. The patient was unable to recall the readings. The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5-10 minutes after the alleged issue occurred, she developed symptoms of ¿shaky, skin cold and anxiety.¿ the patient reported 5-10 minutes after the meter issue occurred, she had something to eat or drink as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps and her test strips were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.